Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the touch screen was unresponsive. Customer¿s blood glucose ranged between 100-250mg/dl. Reportedly the customer continued to use the pump for insulin therapy.